Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported vascular disease and patient outcome could not be conclusively determined through this evaluation. (B)(6) was not explanted for evaluation. Review of the relevant sections of the device history records of (B)(6) showed no deviations from the manufacturing and qa (quality assurance) specifications. The heartmate 3 lvas IFU is currently available. This IFU lists adverse events that may be associated with the use of heartmate 3 left ventricular assist system, including death. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away due to vascular disease. The outcome was not considered to be device or therapy related and the pump reportedly operated as expected.